Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's pacemaker had a premature battery depletion. No intervention was performed. The patient was stable and would continue to be monitored.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
The reported event of premature eri could not be confirmed. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.